Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders not crossing over. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over. A technical support specialist dialed into the application and database servers and reviewed the etl job history, which was completing successfully but showed a recent spike in run times and data synchronized was functional, and no stations were on automatic critical override. Tss found that external messaging appeared normal. Tss noticed the purge queue had over 74 million entries, which seemed excessive and potentially linked to performance issues. Tss followed knowledge article- es database server performance troubleshooting and found no issues except in step 5.3, which revealed 12 indexes with significant fragmentation, some in large or performance-sensitive tables. Tss manually reindexed the top 8 indexes, and after this, the etl job returned to its normal ~12-minute duration issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.